Event description:
It was reported that the charger for the ilet bionic pancreas was not functioning, with the user noting that the indicator light did not turn on despite trying multiple outlets, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a component failure associated with the charger component of the system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.